Manufacturer narrative:
(B)(4). D10: cat #: 0101012366 / cocr head, m, ã¸ 36/0, taper 12/14 / lot #: 3131411. G2: sweden. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported a patient underwent a closed reduction procedure approximately eight days¿ post implantation due to a dislocation. Attempts have been made and no further information is available.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected no product was returned or pictures provided; visual and dimensional evaluations could not be performed. DHR was reviewed and no discrepancies related to the reported event were found. Medical records and radiographs were provided and reviewed by a healthcare professional. It was identified that after the initial tha, the patient experienced a dislocation without a fracture and underwent a closed reduction. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.